Manufacturer narrative:
The device was returned and the lot number was not confirmed as the packaging was not returned with the device. The device was returned in the dispenser hoop and the torque device, insertion tool or micro catheter used with the guidewire were not returned. During visual inspection, the guidewire hydrophilic coating was kinked approximately 64.5cm and 175cm from the proximal end. The guidewire ptfe coating was examined under magnification and no anomaly was noted. The guidewire distal section and hydrophilic coating was examined along its length. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. Functional testing was not performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during the device analysis, but the damage noted to the device on analysis, may have been perceived as broken/fractured during the procedure. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. The anatomy was moderately tortuous. During the ica dissection case, the synchro guidewire was delivered to the location and the guidewire fractured . Used middle catheter to aspirate the fractured guidewire and replaced it with another transend to continue the procedure. No impact to patient. An assignable cause of not confirmed will be assigned to the reported defect of the guidewire broken/fractured during use as the returned product review (visual, physical, and/or performance testing) showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the analyzed defect of the guidewire kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an internal carotid artery (ica) dissection procedure, when the physician passed the dissection, the guidewire (subject device) fractured in the patient. The subject guidewire fragment was successfully removed from the patient anatomy and discarded. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, and the device was prepared as per the dfu. The anatomy was moderately tortuous. During the ica dissection case, the guidewire was delivered to the location and fractured . Used middle catheter to aspirate the fractured guidewire and replaced it with another device to continue the procedure. No impact to patient. An assignable cause of 'undeterminable¿ will be assigned to reported guidewire broken/fractured during use as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. H3 other text : device not returned for evaluation.

Event description:
It was reported that during an internal carotid artery (ica) dissection procedure, when the physician passed the dissection, the guidewire (subject device) fractured in the patient. The subject guidewire fragment was successfully removed from the patient anatomy and discarded. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
1 of 2 reports. Device not yet received for evaluation.

Event description:
It was reported that during an internal carotid artery (ica) dissection procedure, when the physician passed the dissection, the guidewire (subject device) fractured in the patient. The subject guidewire fragment was successfully removed from the patient anatomy and discarded. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.